Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that event code "16" and the following associated message was displayed to the user at 14:16pm on (B)(6) 2021: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 8"; and event code "18" with the following associated message was displayed to the user on four (4) occasions between 18:32pm and 20:32pm on (B)(6) 2021 "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 8." Bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 20:32pm on (B)(6) 2021, which is not sufficient time to replace the reagent in this bottle. The station properties for bottle 8 (ethanol) were reset at 20:32pm on (B)(6) 2021, with a user affirming in the graphical user interface (gui) that the ethanol concentration in bottle 8 was to be set to the default value of 100%. The properties of the reagent in bottle 8 prior to these user actions were recorded in the instrument logs as: ethanol concentration=57.9%, cycles=93, cassettes=9600, days=91. Although a user affirmed in the gui that the ethanol concentration in bottle 8 (ethanol) was to be set to the default value of 100% at 20:32pm on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 57.9% because bottle 8 was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the quality of processing of patient tissue samples from the "(B)(6) 6hr xylene" protocol started in retort b at 14:16pm on (B)(6) 2021; the "(B)(6) 6hr xylene" protocol started in retort a at 20:33pm on (B)(6) 2021; the "(B)(6) 6hr xylene" protocol started in retort b at 11:18am on (B)(6) 2021; and the "(B)(6) 6hr xylene" protocol started in retort a at 21:02pm on (B)(6) 2021, would have been adversely impacted due to the use error when replacing the reagent in bottle 8 (ethanol). This would have been consequent upon either the likely use of the reagent in this bottle for the final dehydration step in the protocols detailed above or reagents contaminated by the prior use of the reagent in bottle 8 (ethanol). The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Investigation of this complaint found that the instrument functioned as designed during execution of the four (4) protocols, which either started or completed between (B)(6) 2021, from which the quality of processing of patient tissue samples would have been adversely impacted. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 20:32pm on (B)(6) 2021. The facts indicate that a user did not complete manual replacement of the reagent in bottle 8 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run, because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The root cause of the "large amount of tissue in their spectra cuvettes and missing tissue on all of their slides" reported by the complainant, could not be determined from the information available.

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4), and the following information was documented: "(B)(6) medical center experienced tissue loss on all of their he slides that came off of peloris ii sn#: (B)(4) on (B)(6) 2021. The client notified a large amount of tissue in their spectra cuvettes and missing tissue on all of their slides. The client was able to narrow the tissue loss problem to one peloris unit. The client stated that one of the alcohol bottles was dirty and full of sludge at the bottle of the bottle. The client changed the bottles before I was able to check the density of the reagents. The client believes that one of their techs did not change the alcohol reagent when prompted by the software. The logs were collected from the client. After changing the reagent, the client has not experienced any other issues with tissue loss on their spectra from tissue processed on the peloris ii unit." The assigned leica field application specialist-core histology (fas) communicated with the laboratory and detailed the following: "the client changed out all of the reagents before the hydrometer reading could be read on their instrument. The client mentioned that the alcohol bottle was not changed physically when the instrument prompted them to change the reagents. After changing out the alcohol bottle, the client has not experienced any additional issues with tissue falling off of their slides. The client was unable to save the original tissue because the tissue was small biopsies." The fas offered to provide instrument user training, which was declined by the laboratory. The fas documented that the patient tissue samples exhibiting sub-optimal processing were derived from a "2 hr small bx" protocol comprising 100 cassettes with the start/end time & date of affected run(s) detailed as "08/02/21 8am"; and the type(s) of patient tissue samples involved in this event was: "variety of tissue types". The size of the affected patient tissue samples was not provided. On 18 august 2021, the assigned leica field application specialist - core histology (fas) received information that at least one (1) patient was not diagnosable, and re-biopsy had not been performed. The fas also documented that the complainant was not willing to provide the patient identifiers with the leica team.